Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15oct2016 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side is "smaller", "implant feels deflated" "saggy skin."

Event description:
Patient reported right side is "smaller." Additionally, patient reported " that her implant feels deflated, and she has saggy skin as a result of it." Device remains implanted.

Event description:
Physician reported, "capsular contracture, baker grade unknown".

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, unknown baker grade.